Event description:
It was reported that the needle bearings on the air dermatome handpiece were coming out of the activator arm opening. There was no patient harm or delay reported.

Manufacturer narrative:
(B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/02/2006 and was last repaired on 08/30/2012 for a non-related issue. Evaluation of the device observed the handpiece had nicks and wear to the head and neck and the shaft and ears of the head were worn. The leading edge of the control bar and leading edge of the head were worn and the reciprocating arm was very loose. The master blade was flush with the control bar and the device performed within motor speed specification. It was noted that the reciprocating arm made a metallic noise during testing and was erratic. The customer did not return any blades for evaluation. The customer's reported event could not be confirmed; however, the loose and damaged reciprocating arm may have caused anomalous behavior during operation of the device. Improper cleaning or sterilization could have caused the corrosion on the motor sleeve, swivel, and reciprocating arm, which likely damaged the interior of the motor over time. The cause of the corrosion was likely due to the accumulation of moisture within the handpiece. The device was serviced and returned to the customer.